Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the DHR of product code 188318318, lot 287441, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on august 31, 2020. Qty. (B)(4). The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwp; mni. Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the device found broken at the dc. It was unknown when and how it was happened. The plastic bag is broken with the same seal. It was unknown if there was any procedure involved. There was no patient consequence. This complaint involves one (1) device. This report is for (1) mntr f/a screw 3.5x18. This is report 1 of 1 for (B)(4).